Manufacturer narrative:
(B)(4) concomitant medical products: 00625006530, bone scr 6.5x30 self-tap, 61185899. 00631006036, xlpe liner 10 degree elevated rim 3.5 mm offset 36 mm, 61227274. 00620006022, trilogy cup, 61260637. 00801803605, cocr femoral head, 60810391. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00645, 0001822565-2018-00646, 0001822565-2018-00644, 0001822565-2018-00647.

Event description:
It was reported that a patient underwent an initial left hip procedure. Subsequently, infection was reported approximately four days after implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the patient did not have infection and no known adverse event occurred.the initial report was forwarded in error and should be voided.